Event description:
It was reported that, "the surgeon attempted to tension the cables according to surgical technique. The tensioner did not engage the cables and would not work as specified. Another tensioner with the same catalog and lot number was used with the same result. The 2 tensioners were from a loaner set."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.